Event description:
It was reported that the right ventricular (rv) lead exhibited decreasing impedances. The lead was capped and replaced. During the replacement procedure, the physician encountered difficulty placing the new lead due to the patient's anatomy, and after a time, the lead helix became very difficult ot extend and retract. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).